Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had a primary hemi arthroplasty as a total hip replacement in 1988. Patient was recently seen for follow up with complaints of pain. An x-ray revealed some osteolysis. The patient was brought to the operating room and revised to a fixed cemented cup. The procedure was successfully completed without incident.